Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, fault code 2d indicating secondary motor voltage too high, recorded in the driver's data file. Visual inspection of external components found broken left shoulder strap d-ring. Visual inspection of internal components found secondary motor out of alignment indicating secondary motor engagement occurred. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional functional test was performed with primary motor disabled. During this test the driver performed as intended while operating on the secondary system. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported alarm was due to secondary motor engagement. The complaint could not be replicated, however, and the root cause of the alarm and secondary motor engagement could not be determined. Failure investigation identified a broken left shoulder strap loop due to normal wear and tear. No other test failures or damage was found that could have contributed to the customer complaint. Although unintended secondary motor engagement occurred, freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup.